Event description:
A customer reported via webform a ¿replace sensor¿ error message with the adc device and was unable to obtain readings. As a result, customer required third-party intervention (a relative, a neighbor, a friend) who provided juice, sugar, food as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a ¿replace sensor¿ error message with the adc device and was unable to obtain readings. As a result, customer required third-party intervention (a relative, a neighbor, a friend) who provided juice, sugar, food as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section d4 (device expiry date) & h4 (device mfg date) have been updated based on the returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, and no issues were observed. Data was extracted using approved software, and extraction was successful. The sensor further investigated and de-cased. Performed a visual inspection on the pcba (printed circuit board assembly) and no issues were observed. The returned battery was measured to be within specification. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Device history reviews for the libre sensor and sensor kit indicated by the serial number provided by the customer. The dhrs showed the unit passed all tests prior to release.